Event description:
The catheter was placed 10/11/97. The pt was receiving infusions via pump. It was reported that the catheter became disconnected from the hub. The reporter said the catheter was removed and replaced with a 4 fr catheter.

Manufacturer narrative:
Lot history review indicates no unresolved manufacturing issues and one product complaint of similar nature, which was recorded as user related. The complaint is confirmed, as the catheter break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."